Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product and subsequent investigation the report has been confirmed. Stop shipment (B)(4) was initiated to prevent further distribution. Preliminary risk assessment (pra) investigation 103323531 was held resulting in a field safety notice / recall; quality review board (qrb) 103323533. The root cause has been attributed to a packaging process error by a depuy supplier. Corrective actions as determined in corrective and preventive action (CAPA) (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a shell pinnacle 100 50mm od in a package of a pinnacle sector 58mmod.